Event description:
It was reported that during an unknown procedure, the rn team lead reported that the stapler misfired. Further details to come. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: what type of procedure was the device used in? Open sigmoid. Please explain what is meant by, stapler misfired? The stapler was fired initially across the distal end of the sigmoid. It fired, then was opened. It revealed both lumens were not completely stapled. The distal portion was more open than the proximal lumen. How was the case completed?another contour was used to staple.